Event description:
It was reported that a patient was being supported on intraaortic balloon pump (iabp) however, after ultrasound confirmed vessel size decision was made to place on impella 5.5. The iabp was successfully removed and 5.5 placed. The patient was supported for a total of 159.68 hours. It was noted that the 5.5 was explanted without on-site impella support. It was noted that explant went well and impella came out without difficulty. After they opened the cutdown pocket and removed the clotting material, she noted a gap between the graft and vessel at the distal area of anastomosis. She stated she added a few stitches and patient did well. She feels this gap was likely there the whole time and the clotting material kept it from bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Major bleed: bleeding from a gap between the graft and vessel at the distal area of anastomosis. Bleeding was controlled by placing few stitches. The cause of the bleeding is determined to be use issue because the complication was managed by placing stitches at the site. Device history review: the device passed all the post sterile inspection checks.